Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown drug via an implanted pump. The indication for use was spinal pain. It was reported the patient hadn't been using the pump since it clogged up several months after implant. Over a year ago the pump wasn't delivering medication to the spine so the doctor turned the pump off. There were no symptoms reported.